Event description:
The pt reported keypad responses are more sensitive and respond to the slightest touch. The pt also reported that when using the audio bolus button delivery is intermittently cancelling due to button presses. The 'up' and 'down' buttons respond to the slightest press and scrolls through screens too quickly and buttons are sticking. The rptr denies that the pump is exposed to moisture or cleaning solvents.

Manufacturer narrative:
The pump was returned to animas. The evaluation revealed that the contrast and down buttons were intermittently responding. The down arrow button contact was also misaligned. In addition, the audio bolus, up and ok buttons were responsive and scrolling was not observed during investigation.